Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the power management printed circuit board assembly per field change order to resolve the reported issue. The device passed required performance verification tests per philips standards.

Event description:
The customer called technical support (ts), reporting that the device will not power on but can hear the alarms. Led lights are working. The customer reported there was no patient involvement at the time the issue was discovered.